Event description:
The customer called and reported receiving a motor error alarm and stated the insulin pump screen would go blank, possibly due to a low battery issue. Customer state the battery would go low in less than 24 hours. He further stated the insulin pump shut off during the night and his blood glucose went up to 298 mg/dl. Customer reported the motor error alarm occurred during basal rate insulin delivery. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The insulin pump battery went dead again. The customer was unable to complete the rewind sequence. The customer stated the battery cap contact looked scarred. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.